Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the impedance and power surging issues was not determined. The representative reprogrammed the patient but it was unknown if this resolved the problem- the patient hadn't followed up. No further complications reported.

Manufacturer narrative:
Occupation: other. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. Information was reported that the patient is having break through pain (headaches). The caller reported the patient is getting random "power surges" that are stinging in the abdomen of the patient around their ins. The describes this as not uncomfortable. The caller is going to reprogram the patient. The caller also took impedances which were ranging from 1700-4000s ohms in different positions and with pressure and the ranges didn't change. The caller will try to reprogram to cover headaches. This was considered a sudden change in symptoms/therapy. No further complications were reported. No additional patient symptoms were reported.